Event description:
Biomed at one of the user facilities called to report a ventilator that boots up when turned on, but the screen remains blank and the alarm keeps alarming. Carefusion technical support advised the biomed to check all the connections/ cabling to assure that they are secure, then call back with the product serial numbers if further assistance is needed. No pt involvement.

Manufacturer narrative:
(B)(4). The biomed called back with the product serial number and requested further assistance/ possible replacement. Per the serial number provided by the biomed, carefusion technical support determined that the product that he was referring to was obsolete. The info was relayed to the biomed.